Event description:
Olympus (omsc) was informed that the customer¿s 4k camera head was returned to the repair center for a reported ¿the screen may not be displayed (suspicion of disconnection)¿ which occurred during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation could not confirm the customer¿s reported issue as the image could be displayed, however, there was a shadow in the image (subject can be recognized). The cable protective boot is fractured. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5 obtained from the customer.

Event description:
Additional information received from the initial reporter which confirmed the event (image not displayed) was discovered during preparation for use for a therapeutic, treatment of sinusitis (ess) procedure. The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not duplicated and a root cause could not be identified. Olympus will continue to monitor field performance for this device.